Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The implantable cardioverter defibrillator exhibited premature battery depletion. The patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.